Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, permanent cautery hook had a wire broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site: the instrument was found to have a broken distal clevis at one of the ears of the clevis. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.